Manufacturer narrative:
Engineering log review was performed for the period of on (B)(6) 2026. Review of available device data showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user declined to provide further information regarding the hospitalization and no additional details could be obtained. Based on available information, no device malfunction was identified and the cause of the reported hospitalization remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-apr-2026, it was reported that the user was hospitalized for a diabetes-related condition. Additional clinical details regarding the event, treatment, and outcome were not provided by the user.